Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient's nurse reported a skin irritation under the right electrode. The area was described as red and bumpy. During a follow up the patient reported that her doctor prescribed a cream for the irritation. She reported that the rash healed after using the cream. There was no allegation of a device malfunction contributing to the irritation.